Event description:
Medtronic stealth electromagnetic navigation probe malfunctioned during the procedure. Probe was working fine with intermittent use up to approx two hours into the procedure at which point it was no longer being recognized by the system. Probe removed from sterile field and replaced with new "like" probe. Reason for use: resection of pituitary macroadenoma.